Event description:
It was reported that the patient¿s entire system was removed because, he needed a MRI. The patient stated that ¿it stopped working last month and he had a broken lead.¿ the patient was considering putting another system in after he had some surgeries on his back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger. (B)(4).